Event description:
It was reported that during a da vinci s procedure the fenestrated bipolar forceps instrument wires broke. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Instrument was returned and evaluated. Engineering found the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additionally, scratches were observed on the main tube. The distal end of the main tube has various scratch marks with light material removal. Evidence is not conclusive but may have been cause by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.